Manufacturer narrative:
Investigation summary the complaint investigation for false positive results in the bd pcr cartridges (ref. (B)(4) kit lot 4149773 was performed by review of customer¿s data and by the complaint¿s history review. Customer reported suspecting false positive results for the flua target since the curves obtained are unusual showing a linear straight curve. Customer provided a picture of the curves obtained when testing sample in run 4155; position a6. The flua target (cy5 channel) curve¿s appearance does not suggest a true positive result. There is an indication of a bd pcr cartridges issue for the lot used by the customer based on the analysis of the complaints received for unusual curves presenting an upward drift in the cy5 channel when using the bd pcr cartridges with the bd max rvp assay. The root cause for the cy5 signal drift issue associated with the bd pcr cartridges lot was identified during corrective and preventive action investigation. A change in the adhesive supplier by bd¿s pcr cartridge label suppliers was identified as the root cause for the observed issue. Actions were taken both internally at bd and externally with our suppliers to prevent the recurrence of this product issue. Bd confirms the complaint based on the investigation that was performed. Bd quality will continue to monitor for trends.

Event description:
Report 1 of 3: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. There was no report of patient impact.

Manufacturer narrative:
D.2. Additional medical device types: njr. E.1. Initial reporter phone number: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
Report 1 of 3: it was reported that during use of the bd pcr cartridge on bd max instrument, a false positive flu a patient result was obtained. There was no report of patient impact.